Event description:
Report received from the USA stating that the hose of the device was coming apart. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem was confirmed; the outer hose was observed to have been pulled loose at the muffler end of the hose assembly, likely due to the hose being pulled on with excessive force near the crimp. If additional information is received, a supplemental report will be sent. (B)(4).